Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. The sample was received with the safety mechanism engaged. The catheter and catheter advancement wings were not returned for evaluation. Usage residues were observed throughout the sample. The guidewire was partially withdrawn. The guidewire shaft was bent within the housing and was disengaged from the advancer. The tip of the guidewire protruded from the tip of the needle. The wire exhibited a break in the core wire approximately 3mm from the distal tip. Microscopic inspection of the needle bevel revealed mechanical damage along the proximal edge. Microscopic inspection of the distal end of the core wire revealed a partially granular fracture surface. A region of increased luster was observed along one edge. The wire exhibited curved shape memory in the vicinity of the break. The guidewire break characteristics and needle bevel damage indicated that the guidewire was sheared against the needle bevel. The blood residue indicated that this occurred during attempted device removal. The perforated catheter appeared to be caused by withdrawing the catheter onto the needle. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle.¿ a lot history review (lhr) of rebw1729 showed no other similar product complaint(s) from this lot number. Mw5077677; (B)(4).

Event description:
It was reported that there was a "wire concern" with this powerglide. Additional information requested. On 07/03/2018 - additional information provided: "setup was completed per sterile procedure. Lidocaine was then injected subq at insertion site. Needle was inserted into selected vein, and then guidewire was advanced. Guidewire advanced easily, without resistance. Catheter was then advanced over the guidewire. Once line was inserted, the device was removed from the back of the catheter. When the device was removed, it was noted that the guidewire appeared to be broken. The catheter was then removed from the patients vein and a chest x-ray and 2 view extremity x-ray was completed to search for a foreign body. Per the x-ray interpretation by physician, there was no foreign body present. There was no reported patient injury; the malfunction only required xray confirmation (stated above) to confirm that no foreign body was present within the patient." On 07/25/2018 - returned guidewire has a broken inner core wire.

Manufacturer narrative:
A late medwatch cover letter was not attached to the initial medwatch. Therefore, this supplemental is being submitted to provide the additional information regarding the late medwatch. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. The sample was received with the safety mechanism engaged. The catheter and catheter advancement wings were not returned for evaluation. Usage residues were observed throughout the sample. The guidewire was partially withdrawn. The guidewire shaft was bent within the housing and was disengaged from the advancer. The tip of the guidewire protruded from the tip of the needle. The wire exhibited a break in the core wire approximately 3mm from the distal tip. Microscopic inspection of the needle bevel revealed mechanical damage along the proximal edge. Microscopic inspection of the distal end of the core wire revealed a partially granular fracture surface. A region of increased luster was observed along one edge. The wire exhibited curved shape memory in the vicinity of the break. The guidewire break characteristics and needle bevel damage indicated that the guidewire was sheared against the needle bevel. The blood residue indicated that this occurred during attempted device removal. The perforated catheter appeared to be caused by withdrawing the catheter onto the needle. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle.¿ a lot history review (lhr) of rebw1729 showed no other similar product complaint(s) from this lot number. Mw5077677.

Event description:
It was reported that there was a "wire concern" with this powerglide. Additional information requested. 07/03/2018 - additional information provided: "setup was completed per sterile procedure. Lidocaine was then injected subq at insertion site. Needle was inserted into selected vein, and then guidewire was advanced. Guidewire advanced easily, without resistance. Catheter was then advanced over the guidewire. Once line was inserted, the device was removed from the back of the catheter. When the device was removed, it was noted that the guidewire appeared to be broken. The catheter was then removed from the patients vein and a chest x-ray and 2 view extremity x-ray was completed to search for a foreign body. Per the x-ray interpretation by physician, there was no foreign body present. There was no reported patient injury; the malfunction only required xray confirmation (stated above) to confirm that no foreign body was present within the patient." 07/25/2018 - returned guidewire has a broken inner core wire.

Manufacturer narrative:
Initial medwatch indicated incorrect MDR date of awareness. Therefore, this supplemental is being submitted for correction to MDR date of awareness. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. The sample was received with the safety mechanism engaged. The catheter and catheter advancement wings were not returned for evaluation. Usage residues were observed throughout the sample. The guidewire was partially withdrawn. The guidewire shaft was bent within the housing and was disengaged from the advancer. The tip of the guidewire protruded from the tip of the needle. The wire exhibited a break in the core wire approximately 3mm from the distal tip. Microscopic inspection of the needle bevel revealed mechanical damage along the proximal edge. Microscopic inspection of the distal end of the core wire revealed a partially granular fracture surface. A region of increased luster was observed along one edge. The wire exhibited curved shape memory in the vicinity of the break. The guidewire break characteristics and needle bevel damage indicated that the guidewire was sheared against the needle bevel. The blood residue indicated that this occurred during attempted device removal. The perforated catheter appeared to be caused by withdrawing the catheter onto the needle. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle.¿ a lot history review (lhr) of rebw1729 showed no other similar product complaint(s) from this lot number. Mw5077677.

Event description:
It was reported that there was a "wire concern" with this powerglide. Additional information requested. 07/03/2018 - additional information provided: "setup was completed per sterile procedure. Lidocaine was then injected subq at insertion site. Needle was inserted into selected vein, and then guidewire was advanced. Guidewire advanced easily, without resistance. Catheter was then advanced over the guidewire. Once line was inserted, the device was removed from the back of the catheter. When the device was removed, it was noted that the guidewire appeared to be broken. The catheter was then removed from the patients vein and a chest x-ray and 2 view extremity x-ray was completed to search for a foreign body. Per the x-ray interpretation by physician, there was no foreign body present. There was no reported patient injury; the malfunction only required xray confirmation (stated above) to confirm that no foreign body was present within the patient." 07/25/2018 - returned guidewire has a broken inner core wire.